Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The dc jack connector of right ang ext cable was observed to be properly seated on the cardiomems i3 connector cover prior to disassembly. Visual inspection of returned material revealed no discrepancies or discernible damage other than normal wear and tear. Right ang ext cable was returned undamaged. Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. Unit prematurely shut off when the portion of right ang ext cable where the 16 awg 2c ts wire joins the pvc overmold was manipulated. No premature loss of power was encountered when the power supply was connected directly to the main unit assembly. Unit passed diagnostic test. Complaint of ¿customer reported power connector is frayed¿ determined unconfirmed based on the material returned. Whether or not the ac power cord with ferrite ¿ us/canada or desktop 12v power supply used with unit in the field had damage in relation to the alleged issue involving a frayed power connector could not be determined due to both not being returned. Investigation results for issue concerning frayed power connector determined to be inconclusive because of an incomplete return. Complaint of ¿pes will not turn on all the time¿ confirmed due to internal shortage with right angle cable. Root cause of unit¿s inability to power on during attempted use in the field concluded to be the right ang ext cable. The cause of the reported event for exposed wires remains unknown as visual inspection did not reveal damage to the returned device and accessories. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.